Event description:
The caller stated that they had a 6dct trach whose cuff deflated while in use on a pt. It was inserted. The device was removed and replaced with another 6dct. The caller did not know if the cuff was pre-tested, and how much pressure was used to inflate it.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.